Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was surgically abandoned due to product performance issues. No additional adverse patient effects were reported.